Event description:
Removal of endosseous dental implants. Four implants were placed in class I bone on 1/23/96 during a routine procedure. Two implants were removed on 3/4/96. The clinician reports that the failure was due to surgical trauma.